Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) was isolated to the cable connecting ECG "c" and ECG "d" being pulled from the strain relief at the distribution node (dn). The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.